Manufacturer narrative:
The initial reported event of lead fracture was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. Concomitant medical products: 419388 lead, implanted: (B)(6) 2007; 5076-45 lead, implanted: (B)(6) 2007. Evaluation summary: analysis of the device memory indicated the right ventricular lead integrity alert, analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), analysis of the device memory indicated the unexpected delivery of a ventricular tachyarrhythmia therapy. The distal portion of the lead was returned, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The proximal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead delivered multiple inappropriate shocks to the patient. The lead had noise and was also oversensing. The cardiologist suspected a lead fracture and the lead was programmed off. The patient further reported receiving 12 shocks, and that the patient was knocked off of a couch and was transported via ambulance to a hospital. The lead was explanted and replaced. The lead was later returned to the manufacturer. No further patient complications have been reported as a result of this event.